Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic, the patient reported discomfort in the pocket area of the pacemaker. The patient previously received cancer treatment and tissue reconstruction in the pocket area prior to the discomfort. The pacemaker was revised. The patient has been discharged.